Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: s-stent, guide wire: sion, guide cath: heartrail, guideliner: 7f. Evaluation summary: the device was returned for evaluation. The reported resistance with the guiding catheter was not confirmed. The reported poor refold was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, eccentric, de novo lesion in the proximal right coronary artery (rca) with mild tortuosity. A 7f guideliner was advanced and a stent was deployed at the lesion. Post-dilatation was performed with a 5.0 x 8 mm nc trek balloon catheter to 16 atmospheres (atm) for 15 seconds. During removal of the balloon catheter from the patient anatomy, the balloon catheter could not be pulled back into the guideliner due to the bad balloon rewrapping. Cine confirmed the balloon was fully deflated. The balloon catheter and the guideliner were then removed together as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.